Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .042 offset at the tip. The bent grip did not exhibit separation of the yaw pulley and pulley cover; however, the likely cause of bending is overloading at the tip. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were .144 - .269 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips were not aligned on the fenestrated bipolar forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.